Manufacturer narrative:
This event was initially assessed in (B)(6) 2017 and was not considered as reportable. However, an improvement in our qms regarding the assessment of reportability for event was performed. So according to the current assessment reportability, this event is now to report to related competent authority. Regarding this event, the investigation permit to provide those data: the review of complaint database does not show any recurrence on the lot number 5279388. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Previous similar issues were not related to a device issue. Based on the information available and the investigation finding, root cause of the event could be related to a user error: failure to follow instructions. Indeed, during plastic jaw removal, if there is any resistance, the jaw may be against the uncus. And as specified in the surgical technique : ''if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side''. The initial description from the reporter explains ''...''peek cartridge removal clamp'' was applied to complete the final step''. The related surgical technique does not request the use of clamp to remove the peek cartridge. Then the event investigation permit to conclude that root cause is user error. There is no evidence to indicate that this is related to a device issue. Device discarded by the hospital.

Event description:
Mobi-c p&f us : disassembly. We have received the customer complaint on (B)(6) 2017 by the distributor via email. The received description below : ''upon final insertion of the second of two mobi-c implants, the blue handle inserter instrument was removed from the implant and the ''peek cartridge removal clamp'' was applied to complete the final step. The cartridge would not separate from the implant and when the surgeon pulled on it the entire implant came out of the wound in three pieces. He spent some time trying to reassemble the mobi-c implant, and when it was apparent he could not we opened a replacement implant.'' It was reported that the event occured on level c6-7 during a two level implantation c5-7. The product will not be returned because the facility discarded the implant before we could get it. After a request for information , we have received information from the reporter on 23 may 2018 that the surgeon did everything right in the case and the peek cartridge was difficult to remove. He pointed that he done several hundred mobi-c cases and instructed the surgeon properly.